Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study ((B)(6): EU custom made aortic data collection project): on (B)(6) 2025, 326 days post procedure the patient had a 6-month follow-up computed tomography (CT) completed. The site noted a type ii persistent endoleak, a type iiiia persistent endoleak at the main aortic custom-made device (cmd) and distal aortic device. At this time no secondary intervention has been performed to treat the endoleaks, though the site added they are planning to treat the endoleak with a relining with tear.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event is no longer considered reportable as it is assessed to be a side effect and not due to the device. Summary of investigational findings: this complaint was opened to address a type 3a endoleak in a patient enrolled in a prospective, post-market, multicentre, observational study (MDR-2091). A 63-year-old male presented with a primary diagnosis of a thoracoabdominal degenerative aneurysm. During a study procedure on (B)(6) 2024 a thoracic-ascending-branch device was implanted. Per the additional information the following devices have been implanted in the patient besides thoracic-ascending-branch: zteg-2pt-36-197-pf, zteg-2pt-42-32-205-pf, zta-pt-44-40-233, tbranch-34-18-202, unibody 22-15 and zisl-20-59. No information regarding when these devices have been implanted. It is unknown which zteg device is overlapping with zta. On (B)(6) 2025, 326 days post procedure the patient had a 6-month follow-up CT completed. The site noted a type ii persistent endoleak, a type iiia persistent endoleak at the main aortic cmd and distal aortic device. At this time no secondary intervention has been performed to treat the endoleaks, though the site added they are planning to treat the endoleak with a relining with tear. Patient remains in the study. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Event is related to the implanted stent graft. Images were returned for evaluation. The images were reviewed by clinical personnel and the following was determined: ¿...both sites of the type 3a endoleaks are at junctions/overlap regions between the zta and the device above and the device below it. So, one leak between the distal zteg and the top of the zta, and the other leak between the bottom of the zta and the top of the cmd/t-branch. No type 2 endoleak mentioned in my report ¿ I assume the site may have misdiagnosed one of the type 3a endoleaks as a type 2. Causes of type 3a endoleaks fall under the heading of inadequate seal at the overlap, and that can be caused by anything from inadequate balloon moulding at the time of deployment, all the way through to increasing tortuosity causing one component to pull out of another component, due to disease progression. In this case, the tortuosity is the most likely factor, and that would come under the heading of progression of the patient¿s underlying aortic disease". This complaint handled the type 3a endoleak between the zteg and zta. The type 3a endoleak between zta and tbranch is handed in the related complaint. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Information about overlap between the zteg and zta has not been provided. A definitive cause was identified, per the imaging review the most likely cause of the type 3a endoleak is the tortuosity, and that would come under the heading of progression of the patient¿s underlying aortic disease. Increasing tortuosity caused one component to pull out of another component. According to the instructions for use, endoleak is a known potential adverse event. Nothing indicates that the event is related to a fault condition of the device, the event of endoleak due to disease progression is assessed as an adverse effect inherent to patient´s medical condition why the event is assessed to be a side effect. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.